Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins recharger antenna was damaged and that while recharging the ins they were feeling extreme heat where the ins is located while recharging. The patient was not sure whether the heat was coming from the antenna or the ins itself but noted that the antenna does get hot. The patient also reported feeling an 'electrical vamp/zap' while recharging and that they ripped the antenna off. The patient was sent a new antenna and was told to follow-up with their hcp if the issue did not resolve. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they did not know the root cause of the heating/zapping which recharging but that the replacement of the insr antenna resolved the issue. No further complications were reported.